Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient first started having the infection on (B)(6)2017. The cause of the infection remains unknown. The infection was treated with bacitracin and keflex and appears to be resolved as per the patient's doctor. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain via a manufacturer representative. It was reported that the patient had an infection at one of the lead sites. The date of the onset of the infection was unknown. No further complications are anticipated.